Event description:
Within two to three minutes of positioning the pt in the traction tower for a wrist arthroscopy procedure a 1" x 2 1/2" reddened area was noted on the pt's forearm. The pt's arm was released from the positioning device to allow the device to cool completely. The scheduled procedure was completed. At the end of the procedure the area was debrided, silvadene creme applied and a gauze dressing was applied to the area. Pt was dismissed to home.